Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause and treatment for this event was not reported. The patient was hospitalized one day before the event was reported. Hospitalization was ongoing and the patient was recovering from the peritonitis event. No additional information is available.